Event description:
I used the watch pat 200 for my sleep apnea and I don't think the device is functioning right. I don't think they are calibrating the device right in their office for repair. Date of use: 8 hours. Diagnosis or reason for use: sleep issue.